Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The balloon deflated and the catheter expelled from his body.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Leak balloon could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The balloon deflated and the catheter expelled from his body.